Event description:
Additional information from the healthcare professional of the clinical study reported the patient indicated on (B)(6) 2015 that the device was working without problems. The event is considered ongoing with no further action needed.

Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# n360708, implanted: (B)(6) 2015, product type: adapter; product ID 389133, lot# j0406455v, implanted: (B)(6) 2004, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 389133, lot# j0406542v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there were high impedances. An impedance check during an implantable neurostimulator (ins) replacement showed that leads 4-7 were over 20 ,000. Diagnostics included surgical observations and the connections were checked with no apparent problems noted. The impedances were checked during ins replacement showed that leads 4-7 were over 20 ,000. The etiology was noted as both leads and implantable neurostimulator (ins). The outcome was noted as ongoing. Interventions included reprogramming. The event was related to the device or therapy and related to the implant procedure. Relevant medical history included: non-malignant pain